Event description:
It was reported by the customer that prior to use, during daily checks the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) had error code 118, video wdt failure. There was no patient involved.

Manufacturer narrative:
Other contact person: (B)(6). Other contact phone number: (B)(6). Due to characterization limit e1: initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.